Event description:
Per clinical review: the electronic patient gas system (epgs) calibrated without issue for a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019. During the procedure it was notice that there was a large discrepancy between the set sweep rate on the central control monitor (ccm) and the independent flow meter in line to the oxygenator. He did not receive any messages or alerts, and only saw on the independent flow meter that the flow had doubled what he originally set on the system. He managed the rest of the procedure by observing the independent flow meter and using local controls to manually adjust the flow to the oxygenator. There was no harm to the patient, the partial pressure of oxygen (po2) of the patient and the pco2 of the patient was appropriate. There was no blood loss, and the case continued without delay. After the procedure the team tested the calibration of the epgs and it passed calibration without issue twice. System was not pulled.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flow meter indicator was more than doubling the set sweep rate on the control board because of a defective internal flowmeter. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the oxygen (o2) analyzer passed its calibration test on the morning of the case and passed an additional two times when tested after the case was completed. There were no leaks heard. The technical support specialist went onsite and verified the issue; the flow rate from the electronic patient gas system (epgs) was approximately double from what was reading on the central control monitor (ccm) he replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation. Software data logs were received on 12-apr-2019.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow meter indicator was more than doubling the set sweep rate on the control board. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the supplier's evaluation, the unit was received and registers evaluated for irregularities, only absolute pressure readings shifted from values of 29,753 to 21,555. As a result, ambient absolute pressure was reading 9.85 pounds per square inch absolute (psia) against actual 13.6 psia. This erroneous pressure reading would result in mass flow reading of roughly 40-45% less than actual depending on ambient conditions. As a result of reading lower, electronic patient gas system (epgs) valve would open more to achieve desired flow on faulty flow meter, with the actual flow being higher than desired. This failure mode is confirmed by the description of the failure as described, with the actual flow rate 3.64 liters per minute (l/min) with reported flow of two l/min. The device was opened and found to have an absolute sensor raw signal reading 20.7 millivolts (mv) (versus the typical 30 mv) corresponds to shift in absolute pressure. Sensor leads for absolute sensor removed and found that sensor output signal changed to 30.1 mv. Leads reattached to main board and the meter absolute pressure returned to correct value of 13.6 psia (sensor counts returned to 29,212) and working perfectly. It is believed the head from the soldering iron when soldering temporarily re-established the connection of the loose wire bond. Typically this remedy is only temporary before the sensor repeats the failure mode. The service repair technician replaced the flowmeter. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.